Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the reported issue could not be confirmed. The se performed all functional testing for verification and reported that no abnormalities were found.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was slow when switching to standby mode, and the trigger sensitivity was poor. There was no patient involvement when the issue occurred. There was no patient or user harm reported.